Event description:
It was reported that the preloaded intraocular lens (iol) was damaged and not implanted. The surgeon took it out of the box and said that it looked damaged. There was no patient contact. It was noted that the incident occurred in february. There was no apparent damage on the iol box nor the outer shipping box. The issue was not due to use error. No further information was provided.

Manufacturer narrative:
Not applicable, as there was no patient contact. Date of event: unknown; requested but not provided. The best estimate date is prior to mar 1, 2024. It was noted it occurred in february. If implanted, give date: not applicable, as there was no patient contact. If explanted, give date: not applicable, as there was no patient contact. Other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.